Event description:
Boston scientific received information that this pacemaker was explanted secondary to premature battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
The device was discarded and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observation. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.